Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on 07/14/2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient's father did not report any injury or medical intervention.